Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead fracture and insulation damage was noted on the right atrial lead. The right atrial lead was capped on (B)(6) 2013.

Manufacturer narrative:
Additional information: b1 (adverse event ) and b2 (required intervention to prevent permanent impairment or damage) - should not have been checked in initial report as the issue was noted during generator change procedure according to new information that was received.

Event description:
New information received states that the issue was discovered during generator change out procedure due to elective replacement indicator (eri) on (B)(6) 2013 and was replaced with single chamber implantable cardioverter defibrillator. The right atrial lead was capped on (B)(6) 2013 due to fracture and insulation anomaly. The patient was stable before, during and after the procedure.